Manufacturer narrative:
The malfunction was duplicated and found a faulty diode and a faulty optocoupler on the bridge board. The bridge board was replaced to resolve the malfunction.

Event description:
During testing by a zoll medical service technician, the device displayed a "bridge test failed" message.